Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). A follow-up report will be provided after the inspection results are available. Device history records (DHR): reviewed device history records for lot 15e28ge261/material no. 4540016, there is no abnormalities and no such defect detected at final control inspection.

Event description:
As reported by the user facility ((B)(4)): pump-damaged-blocked.